Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es experienced refrigerator failure, thereby hindering the user from accessing the medication. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 26-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator's shows failed unit and required maintenance. The field service engineer found the smart remote manager was in a failed position due to loose or improperly connected cables and harness connectors. The service engineer reset all cables between the main unit and the smart remote manager. The cables inside the smart remote manager were also reset, cleaned, and the harness connectors to the micro switches were re-secured. Device operation was then verified through hta and the application. The system functioned as intended after the field service engineer repaired the device.